Manufacturer narrative:
Initial reporter updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Evaluation revealed that the key was missing, and the imaging system was turned to the off position. A key was inserted and turned to the on position. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not boot and the mobile viewing station (mvs) stated it could not connect to the ias. There was no patient present at the time this issue was observed.